Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged two days post implant. It was also noted that the ra lead was registered incorrectly to the patient. Registration has been updated and the ra lead was explanted and replaced. No patient complications have been reported as a result of this event.